Manufacturer narrative:
(B)(4) catheter difficult to remove/withdraw. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to seal a bile leak. Reportedly, the patient's anatomy was tortuous and the lesion was not dilated prior to stent placement. During the procedure, the catheter kinked and became stuck in the duct during stent deployment. The stent was partially deployed when the device was removed from the patient. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(4) 2015: during deployment, the stent was fully deployed. The stent became stuck on the delivery system when the physician attempted to remove it. The stent was removed from the patient along with the delivery system.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2015. According to the complainant, the stent was used to seal a bile leak. Reportedly, the patient's anatomy was tortuous and the lesion was not dilated prior to stent placement. During the procedure, the catheter kinked and became stuck in the duct during stent deployment. The stent was partially deployed when the device was removed from the patient. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex biliary rx stent delivery system was returned for analysis. A visual examination of the returned device found that the stent had been deployed and was not returned for analysis. The catheter was kinked at the guidewire access site (gas). Severe bunching was also observed in the clear outer sheath. The type of damage noted is consistent with excessive force being applied to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident as damage to the shaft was observed; however, the stent had been deployed and was not returned for analysis. The cause of the reported deployment difficulties was most probably due to the anatomical and procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to seal a bile leak. Reportedly, the patient's anatomy was tortuous and the lesion was not dilated prior to stent placement. During the procedure, the catheter kinked and became stuck in the duct during stent deployment. The stent was partially deployed when the device was removed from the patient. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.